Manufacturer narrative:
G4:15mar2021. B4:18mar2021. The remote service technician confirmed the reported problem with the customer. The customer stated the printed circuit board had a loose connection and no malfunction occurred with the unit. The unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a tidal volume and pressure issue. There was no patient involvement.